Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional 2.75x12mm and 3.50x12mm nc trek devices referenced, are being filed under separate medwatch MFR numbers.

Event description:
It was reported the procedure was to treat a mildly calcified, chronic total occluded, 100% stenosed lesion in the mid left anterior descending (lad) coronary artery. A 2.75x18mm xience prime stent was successfully implanted in the left circumflex coronary artery; and a 3.0x18 mm xience prime stent was successfully implanted in the lad-left main (lm) to perform anastomosis. A 2.75x12mm nc trek rx balloon dilatation catheter (bdc) was advanced in the patient anatomy for post-dilatation, however after several attempts the bdc failed to cross due to interaction with the deployed stent and the proximal shaft separated. Further attempts were made to cross with another 2.75x12mm nc trek rx bdc and the same issue occurred. A 3.50x12 mm nc trek rx bdc was advanced in the patient anatomy and the same issue occurred, this time the separation was at the mid-shaft. The separated segment of the devices was simply withdrawn. A non-abbott device was used to complete the procedure. The patient's final outcome was satisfactory. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.